Event description:
It was observed during the device reprocessing, that the endoscope reprocessor exhibited a weak water supply flow in the reprocessing basin. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During troubleshooting the customer was instructed to run a rinse function again. The time started at 21 minutes then dropped to 8 minutes which resolved the reported issue. Based on the results of the investigation, it is likely that an air gap occurred by replacement of the prefilter, and water supply condition was not met due to the air gap. User can detect/prevent the suggested event by following instructions for use below: chapter 4 installation of equipment. 4.1 precautions for installation of the equipment. If the water supply capacity drops below the minimum required flow rate and pressure levels, the reprocessor may stop with an error, or the process time may be prolonged. When the water supply capacity pressure and flow rate is low, improve the water supply by installing a booster pump, etc. Olympus will continue to monitor field performance for this device.